Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a malfunction of the oxygen sensor. Patient involvement information was not provided by the customer. The ventilator was evaluated and the oxygen sensor was replaced. The ventilator passed self-testing. Repair was completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return. The complaint will be closed and reopened/updated should new information become available or if the product is returned to the manufacturer for investigation. The information has been added to the database for trending purposes and trends will continue to be monitored. A CAPA is not required at this time.